Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited episodes of noise and oversensing on the rate/sense channel that resulted in pacing inhibition and inappropriate shocks. In addition, the physician was upset that the cardiac resynchronization therapy defibrillator (crt-d) did not have a permanent asynchronous mode. When the physician went in to invasively investigate, he also noted noise on the atrial lead.